Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error alarm and compromised force sensor system. The customer¿s blood glucose level was unknown at the time of the incident. Drive support cap sticking out. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Findings: pump received with loose/protruded drive support disk, minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and scratched case. Pump unable to prime during prime test due to loose/protruded drive support disk. No a33 alarm noted. Motor error alarm during basic occlusion test due to loose/protruded drive support disk. Pump passed idle current test, run current test, self test, off no power test, unexpected alarm error test, displacement test and rewind. Unable to perform occlusion test, excessive no delivery test due to prime anomaly. Motor passed motor test.